Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture thread pulled out of the needle and the needles got dull quickly.

Manufacturer narrative:
Correction: event was notified to the manufacturer on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.